Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl. The customer consumed sugar to address bg levels. The customer stated that the cause of the low bg level was due to being stressed and not eating well. A recommendation was made for the customer to contact the healthcare provider regarding factors that could impact bg level.